Event description:
A malfunction on a pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose.